Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device previously showed 2 years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). As of this time, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device previously showed 2 years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device previously showed 2 years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). As of this time, the device remains in service. No adverse patient effects reported. Additional information received that this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory did not confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device previously showed 2 years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). As of this time, the device remains in service. No adverse patient effects reported. Additional information received that this product was explanted and replaced. No additional adverse patient effects were reported.